Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
We would like to seek a credit for the bd syringes we purchased on 25/6/24. There were several syringes in the batch that were faulty. Upon inspecting the syringe prior to compounding, we noticed a sticky substance in the syringe on more than one occasion. Prompting us to discard them without use. Please see attached pictures and the invoice that we purchased them on. Unfortunately we have thrown away the box which has the batch and expiry date of the product. We decant our syringes into plastic containers as it keeps our anteroom cleaner.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation/correction: correction: following submission of initial MDR, it was identified the lot was incorrectly reported. Lot initially provided is not a valid lot code for reported material. Section d updated to reflect unknown lot. Device evaluation: four photos were provided to our quality team for investigation. Through visual inspection, a large amount of silicone is clearly observed within the syringes, verifying the reported incident. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. As the specific lot involved in this incident is unknown, a device history review cannot be performed. Without the physical sample, we cannot verify if the silicone content is within specified limits. Based on the available information, we cannot identify a specific cause at this time. It is possible the syringe remained under the nozzle that doses the silicone for an extended time, causing excess silicone to enter the syringe. Due to the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe. A project has been initiated to review our silicone process. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.